Manufacturer narrative:
(B)(4). Evaluation results: mi.

Event description:
Patient received a 3.5 diameter x 18mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent in the ramus intermedius segment during index procedure. Stent implant was successful; however, it was reported that the patient suffered an mi 1 day post implant of the relevant endeavor sprint rx stent. Investigator reported that the event was probably related to the study device procedure. No other clinical sequelae were reported.